Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. A couple of weeks prior to death, the patient was hospitalized for an unrelated event. On an unreported date prior to death, the patient was discharged from the hospital and died at home while recovering from the unrelated event. It was not reported if an autopsy was performed. The pd therapy was ongoing up until the event of death but the patient was not performing therapy with the homechoice device or with a baxter solution at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that could have caused and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external inspection was performed and no issues were noted. The device was determined to meet functional and electrical performance specification requirements per returned instrument testing evaluation (rite) testing. Testing of the pneumatic system found all pressures to be correct and stable. The device also passed seal, purge and integrity testing. A short simulated therapy was successfully performed on the device. Upon conclusion of the investigation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.